Manufacturer narrative:
A partial lead with the connector portion measuring 8.0 cm and distal portion measuring 49.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had been exhibiting increased high capture threshold on the right ventricular lead over the last year. The lead was explanted and replaced. During procedure, it was noticed that the lead had a fracture near the collar. The patient did not have any issues before, during, or after the procedure.